Event description:
It was reported that during a da vinci-assisted surgical procedure, an error occurred where the maryland bipolar forceps instrument moved in a different direction on its own while being manipulated. It was reported that the same error had occurred with the same instrument during a previous surgery. To ensure patient safety, a new instrument was removed and attached, and it operated without error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The instrument moved on its own and the movement observed was lesser than intended. The site confirmed that the issue occurred multiple times during the same surgery, not during a different surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument underwent visual inspection and manual articulation, and the customer complaint was replicated the manual articulation fail with imprecise pitch motion. The instrument was found to have a loose grip cable at the proximal side the clamping pulley. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to a component failure.